Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086 implantable pacing lead 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead had dislodged or perforated the right ventricle. The lead exhibited rising thresholds. The physician repositioned the lead and fixed it to a different location in the rv apex. The lead remains in use. No patient complications have been reported as a result of this event.